Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarms circuit occlusion, low tidal volumes and low minute volume. The customer reported there was a patient on this unit when this event occurred but they did not have any information if there was any patient harm, it is currently unknown.